Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they emergency room due to low blood glucose on (B)(6) 2022 with blood glucose of 30 mg/dl. The customer's current blood glucose is 113 mg/dl. The customer did not provided any information about symptoms such as a result of low blood glucose. The customer treated low blood glucose by sugary cereal. Auto mode feature was active during the time of incident. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. No further complications were reported. Customer will continue use of the device.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer only had emergency medical service dispatched and did not go to the emergency room. Emergency medical service was dispatched on (B)(6) 2022 between 6:30pm and 7pm for low bg of 30mg/dl. Customer treated with food. Customer said his sensor glucose was 78mg/dl and by the time he made it across the street, his blood glucose was 30mg/dl. Customer said he worked all of his lunch off. On morning of call, customer also had sensor glucose vs blood glucose issue but with no harm.